Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. The customer¿s blood glucose level was 162 mg/dl. Reportedly, a new cartridge was loaded to address the event.